Event description:
It was reported that the patient was unable to undergo a surgical procedure to implant an artificial urinary sphincter (aus) due to the procedure being aborted after the urethra was perforated. No further patient complications were reported.